Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An opened sleeve was visually inspected. Upon returned condition, the distal end of the tip was tucked into the shaft of the infusion sleeve below the irrigation ports. A lab stock 0.9 millimeter tip was inserted into the infusion sleeve to check for abnormality. No deformity or damage was observed on the tip of the infusion sleeve. The tuck in condition of the tip potentially happened when the tip was removed from the infusion sleeve with a certain angle. The flexibility of the silicone material formed the ¿tuck in¿ condition, but there was no deformation on the infusion sleeve. The root cause of the customer's complaint could not be established; the returned sample had no deformation and was not chipped. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported it was found out that tip of the sleeve was chipped when he/she tried to insert the tip into the patient eye after changing to irrigation/aspiration mode of cataract surgery (with intra ocular lens implant). The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).